Event description:
On (B)(6) 2016 the c6623 cusa nosecone was not working when activated and reversed. The incident happened during surgery and the surgery time was increased for a few minutes while another nose-cone was exchanged. There was no patient injury or death alleged. The surgeon was able to resume the procedure once it was exchanged.

Manufacturer narrative:
Integra has completed their internal investigation on 10 nov 2016. The product was not returned for evaluation. Device history record (DHR) could not be reviewed at this time since the reporting facility did not provide the lot number. No patient harm was reported as part of this incident. After reviewing the integra lifesciences pr facility complaint system since october 2014 to october 2016, four (4) complaints (including this one) have been reported related to the reported condition in cusa nosecone family at integra lifesciences pr facility. Approximately (B)(4) units of cusa nosecone products have been shipped for sales purposes from october 2014 to october 2016, resulting in a complaint occurrence rate of approximately (B)(4). This was determined by dividing the number of complaints in this category (4) by the number of units shipped for sales purposes of the cusa excel nosecone units. Conclusion: the product will not be returned since the unit was thrown away by the reporting facility. Therefore, the reported condition could not be confirmed since it is not possible to determine a root cause for the reported condition.